Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that there was a breakage of the pulley thread at the end of the surgical procedure. Therefore, there was no need to change to another backup instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no damage found. The color of the broken wire was silver. There was no signs of thermal damage and no arcing.